Manufacturer narrative:
Date of event : per the notification source document, the occurrence happened sometime "in the last four weeks". Month of event unknown.

Event description:
Information was received that a smiths medical bivona custom tracheostomy tube tore away between the hub and the silicone portion of the tracheostomy (trach) tube. Subsequently, the trach tube was changed out immediately. It was also noted that this trach was in an older teen that did not move around much at all. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: per the complaint notification on (B)(6)2019, the reporter stated the following: "three patients in the past 4 weeks that have had similar problems. We decided to report it after we noticed the issues with the hubs on the third patient. I believe it was august 4th when we discovered a problem at the hub with the third patient. His trach was changed out that day. At that time, we looked through his trachs closer and noticed that there were three hubs with the same problem. As far as the other trachs that we did not report, one tore away between the hub and the silicone portion of the trach. We changed it out immediately. This trach was in an older teen that does not move around much at all. The other trach had similar damage to the three that we reported, this patient doesn't move around at all". Patient identifiers were also provided for one patient, who was noted to be male and had issues prior to use. Therefore, six occurrences for three patients were documented in the following way: occurrences one-four: (B)(6). (MFR number- 3012307300-2019-04596): one instance of one patient with a tube change out serious injury and three instances of devices found prior to use (these three events found prior to use are not reportable). Occurrence five: (B)(6). (MFR number- 3012307300-2019-04597): one malfunction instance of one patient (unknown identifiers) having "issues with the hub and was reported to be cracking and pulling away from the tube" and "does not move around much at all". Occurrence six: (B)(6). (MFR number- 3012307300-2019-04598): one instance of one patient (unknown identifiers) with a tube change out serious injury where the device "tore away between the hub and the silicone portion of the tracheostomy (trach) tube and was changed out immediately" and also the "trach was in an older teen that did not move around much at all". Additional information was received on (B)(6)2019 via telephone: the reporter confirmed that there were still six total occurrences for three patients. However, they clarified that three instead of four incidents occurred for an identified dp male patient (one serious injury tube change out, and two events found prior to use). They also stated two incidents (instead of one) occurred with a second (unknown gender) CT patient while in use, and one instance occurred for the third unidentified patient. The reporter could not provide information for two of the three patients (patient CT and unidentified patient) on which specific events corresponded to each patient. Therefore, the following mfrs will be related to capture four events that occurred while in use with three different patients from this same reporter: 3012307300-2019-04596, 3012307300-2019-04597, and 3012307300-2019-05276. No further information is available.